Manufacturer narrative:
Concomitant medical product(s): product ID: en1sr01, serial# (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and the right ventricular (rv) lead exhibited high thresholds, high/undefined impedances, oversensing of noise and a high sensing integrity counter (sic). It was suspected that the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.